Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient¿s l2 lead was fractured leading to ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced. During the procedure the l3 lead was accidentally pulled so it was also replaced and therapy restored.

Manufacturer narrative:
Correction to h6 investigation conclusions: 4315 - cause not established.